Event description:
N/a.

Manufacturer narrative:
The product was returned for evaluation. The insert was bent. The coating was damaged near the jaws: there was a black area due to an electrical arc. The protection of the jaws was missing. Device history record review showed no anomalies that could be associated with the complaint was observed. The evaluation verified the complaint as valid. The coating of the device was damaged during the reprocessing of the device. The reported event was due to the deterioration of the coating. Theses damages were likely due to the reprocessing without the provided protection: the protection prevent jaw from scratching the coating. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg number: 2523190-2020-00034.

Event description:
It was reported that on (B)(6) 2020, a patient was injured (burnt) with the cev625h bipolar insert dia 5mm fenestrat during an unspecified procedure. The event led to a surgical increase in time of 10 minutes. The tissue burned when in contact with the forceps and not between the jaw. Request for additional information has been sent.